Event description:
The pt was admitted with stable angina (ccs2). The target site was the proximal right coronary artery lesion (16mm lesion lengthx3.0 vessel diameter). The lesion was of the native artery, de novo type b1 that was smooth and concentric. The vessel had less than 45 degrees angulation with a readily accessible proximal segment. No thrombus was present. The lesion was predilated at 6 atmospheres, and a cypher 3.0mmx18mm stent was deployed at 14 atmospheres with satisfying results. The stent was postdilated at 14 atmospheres as standard practice. There were no procedural complications, and the pt was discharged two days. However, approx 253 days later, the pt was admitted with a history of three days of chest pain. An angiogram revealed 70% restenosis of the right coronary artery cypher stent, and consequently, the pt underwent reintervention via coronary stenting with successful results.